Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the temperature on the device was set for 38 degrees celsius. The device went to 40 degrees celsius. The "service alarm" and "h2o greater than 42 alarm" illuminated. An audible alarm sounded and the cardioplegia display went to "00." As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays or adverse consequences to the patient. Investigation in process, but not yet completed.